Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 30 mg/dl. Reportedly, when customer changes infusion sets, insulin tends to pool in tissue and then is released into body, which caused low bg. Reportedly, customer required assistance from partner to treat bg via dextrose. The customer was instructed to consult with healthcare provider regarding bg level.